Event description:
I correctly inserted an eye contact lens which I could not see out of and caused my eye to water and puss. It was extremely difficult to remove and resulted in an infection where my eye was bloodshot and sore for days. When I made a complaint this was not responded to and when looking at the other reviews I could see that other people had similar experiences. I am extremely concerned that the company in question is not being regulated properly and are selling dangerous contact lenses that could result in a very serious injury. There is also the concern that they are not responding to complaints regarding the safety of their products.